Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. Product information for use states "under no circumstances should the balloon be inflated with more than 45ml of fluid." No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: another case is associated with this complaint. A separate 3500a form has been completed for the other case.

Event description:
It was reported by a nurse, that a patient with the device in place was found to have 60cc in the retention balloon after checking for cause of stool leakage around insertion site. No harm to patient occurred or was reported. The fluid was removed and 45 ml was re-instilled in the balloon. It was also stated that the device has been discarded and will not be returned for evaluation.

Manufacturer narrative:
Weight updated. (B)(4).